Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, type of report: checked "follow-up", if follow-up, what type?: checked follow-up type, entered evaluation codes, added manufacturer narrative. The following sections were corrected: reporter's first name was corrected. The reporter's last name is unknown. Reporter's occupation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Not returned to manufacturer.

Event description:
It was reported that the patient presented with a fractured abutment screw (mhlas) stuck in the implant. Doctor was unable to remove the stuck screw and therefor the implant (unknown zimmer implant) was removed. No additional patient consequences were reported. Tooth location #14.